Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, one day post implant, the right atrial (ra) lead exhibited high thresholds and was discovered to be dislodged on x-ray. The ra lead was initially reprogrammed and subsequently, revised and remains in use. No patient complications have been reported as a result of this event.